Event description:
During a spinal procedure using intraoperative neuromonitoring, it was reported that the system displayed an error message and experienced a failed triggered emg. The screw testing could not be completed, but there was no patient harm.

Manufacturer narrative:
The system did not return for evaluation. A photograph was provided which confirms the event of an error message. The system is designed to display pop-up messages to assist users in assessing device status or troubleshooting. After the procedure, the sales representative cleared the cache and data which resolved the issue. The error message was likely a result of the system receiving high current. Review of device history records showed no manufacturing or processing related irregularities.